Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, serial# (B)(4), implanted:(B)(6) 2011, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 289 mcg/day via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (B)(6) 2017. It was reported that at a pump replacement the hcp attempted to place an 8578 sc but was having trouble getting the strain relief over the catheter. The hcp got the second strain relief in the kit and was slowly getting it onto the existing 8709 catheter. The hcp was switching the connector, the metal was stuck on to the pump and the white plastic came off almost in pieces. The hcp replaced the sutureless connector portion of the 8709 with the 8578. During the replacement time, some fluid was lost from the existing catheter. The hcp believed a few drops were lost but nothing too significant. The reporter wanted to know if they need to prime for the lost drug. It was reviewed they would not prime since they lost the fluid in the middle of the system so there will just be a slight break in therapy. No symptoms were reported. No further complications were reported. On (B)(6) 2017 information was received from a healthcare professional (hcp) via a company representative. The physician was able to get the strain relief onto the catheter. The cause of the broken 8709 catheter connector was not determined.